Event description:
It was reported that the user experienced color interference with the device during the case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.